Event description:
Boston scientific received information that loss of capture and oversenseing which resulted in pacing pauses lasting several seconds was noted on the right ventricular (rv) channel of this pacing system. System evaluation while performing isometrics, valsalva and pocket manipulations was unremarkable for producing any pauses in pacing. The patient has been experiencing falls due to the clinical observations. Lead impedance measurements and threshold measurements have been good. A revision procedure was performed and the device and rv lead were removed from service and successfully replaced.

Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.